Event description:
It was reported that during a stenting treatment procedure of the left internal carotid artery, stent delivery difficulty occurred. The lesion being treated was 80% stenotic and the reference vessel was 7mm at the bifurcated, ostial target site. According to the customer, "it was impossible to open the stent, so the operator forced it as much as it got broken." Aspirin, plavix, and clopidogrel or ticlodipine were administered pre-procedure. Heparin was administered during the procedure, and plavix (but not aspirin) was administered for follow up. Additional information regarding this event has been requested.

Manufacturer narrative:
The returned product analysis is not complete as of the date of this report.